Event description:
A device report from (B)(6) indicated a surgeon from (B)(6) reported: patient implanted with va lcp condylar plate and screws on an unknown date. It was discovered the plate was broken on an unknown date. Patient returned to or on (B)(6) 2012 and the plate was removed. It was noted one screw was in the region of the fracture and one screw was not flush to the plate. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.